Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a decrease in the visual acuity of a patient following an intraocular lens (iol) implant procedure. A yag laser was performed, however; the vision remained the same. The surgeon suggested that there is a possibility that dry eye and high aberrations could have contributed to the event, but he also indicated that it is unlikely that the vision would decrease to this extent for those reasons. There also could be a possibility that delayed response of the patient contributed to the event as well. The customer also suspects that the decrease in visual acuity could have been caused by the glistening and sub-surface nano glistenings (ssng). The sample is not available as it still remains implanted in the patient's eye.

Manufacturer narrative:
Product evaluation: a company physician evaluated the provided photos: there are 2 dark field technique slit lamp photos of a pseudophakic eye. Both images are focused in anterior segment in general and may not be appropriate for an accurate evaluation of the intraocular lens implant (iol.). The pictures show a pseudophakic eye with dilated pupil, anterior capsule remnant whitening without any other relevant observations (details about the iol cannot be assessed due to the picture focus). The customer indicated the use of a viscoelastic. Without the handpiece model it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause. (B)(4).